Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the switch and performed the user verification test (uvt) and operational verification procedure (ovp). The unit meets manufacturer specifications.

Event description:
The customer reported that when setting up the ventilator to put it in use on a patient, when the ventilator was powered up, the unit started to alarm "vent inop." There was no patient involvement associated with this reported issue.